Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number 10597912, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the reported error by viewing the error log. The error was reproduced by running quality controls (qc). The issue was resolved by correcting the sorter position alignments. The instrument was validated by running customer qc of which the results passed and were within established ranges. No further action is required by field service. The aia-2000 instrument is functioning as expected. The aia-2000 instrument, serial number (B)(4), was installed at the account on 19-jul-2018. A complaint history review and service history review for similar complaints was performed from 19-jul-2018 through aware date 05-apr-2019. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4051 sorter z-axis home detection failure. Cause: the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause was due to the misalignment of the sorter.

Event description:
A customer reported getting error message "4051 sorter z-axis home detection failure" on the aia-2000 instrument. The sorter jammed and tossed cups around. The customer removed the dropped cups but could not open the sorter. Technical support (ts) instructed the customer to power off the computer and analyzer to try removing the jammed cups from the sorter. The customer was able to remove the dropped and stuck cups after powering off the computer and analyzer. There were 10 cups and a tip tossed around the sorter. The customer was able to reboot and complete an all set home with no errors. Ts instructed the customer to run a quality control (qc) to see if the error persisted; however, the customer requested that a field service engineer give her a call. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.